Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 50 and 60 mg/dl. Customer¿s blood glucose level was 150 mg/dl at morning. The customer declined to troubleshooting low blood glucose level. The customer was treated for the low blood glucose with orange juice. The drive support cap appears normal. The insulin pump was not returned for analysis.